Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided: sample ID (B)(6) initial result = 171.6 mmol/l, repeat result = 141.3 mmol/l. Sample ID (B)(6) initial result = 186.3 mmol/l, repeat result = 140.9 mmol/l. Sample ID (B)(6) initial result = 185.3 mmol/l, repeat result = 139.2 mmol/l. Sample ID (B)(6) initial result = 160.4 mmol/l, repeat result = 139.3 mmol/l. Sample ID (B)(6) initial result = 162.2 mmol/l, repeat result = 136.3 mmol/l. Sample ID (B)(6) initial result = 175 mmol/l, repeat result = 139.8 mmol/l. Sample ID (B)(6) initial result = 172.6 mmol/l, repeat result = 141.3 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the diluent lot performs as expected for this product. The ticket trending review did not identify an increase in complaint activity. Device history review did not identify any non-conformances or deviations with the complaint lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c ict diluent lot 36346un25 was identified.

Event description:
The customer observed falsely elevated sodium (na) results generated on the alinity c processing module for patient samples. The following data was provided: sample ID (B)(6), initial result = 171.6 mmol/l, repeat result = 141.3 mmol/l, sample ID (B)(6), initial result = 186.3 mmol/l, repeat result = 140.9 mmol/l, sample ID (B)(6), initial result = 185.3 mmol/l, repeat result = 139.2 mmol/l, sample ID (B)(6), initial result = 160.4 mmol/l, repeat result = 139.3 mmol/l, sample ID (B)(6), initial result = 162.2 mmol/l, repeat result = 136.3 mmol/l, sample ID (B)(6), initial result = 175 mmol/l, repeat result = 139.8 mmol/l, sample ID (B)(6), initial result = 172.6 mmol/l, repeat result = 141.3 mmol/l . No impact to patient management was reported.